Event description:
The company received information that suggested that the product is leaking between the inner and outer cannula and that the cannula is 'popping out' while the patient is attached to the ventilator at night. The customer did not report any patient harm nor adverse clinical affect. The customer indicated that they will not be returning the sample for investigation.